Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the device evaluation found contact point corrosion. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance to the specifications. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during a pre-use inspection for a sinusitis procedure, a portion of the lower part of the image was missing. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact. No harm reported.

Event description:
It was reported during a pre-use inspection for a sinusitis procedure, a portion of the lower part of the image was missing. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact. No harm reported.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.